Event description:
Protaper finishing 25mm/f2 broken files. Part of the file was not removed. (B)(6), (B)(4). Protaper finishing. 25mm/f2(endo). Consumable. Files sold by an unknown dealer called "(B)(4)" located in france, at a very low price: (B)(4) ?. Suspicion of counterfeiting. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).